Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards (B)(6) affiliate, during a subclavian transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve, resistance was felt while inserting the esheath. However, insertion was smooth at the peripheral vertebral artery which had a steep angle. The commander delivery system was advanced without much resistance. Upon removal of the delivery system with the esheath as a unit after the valve deployment, 1.5 cm square intima was found in the vessel. Images revealed a retrograde dissection from the access site to vertebral artery branch. The artery was repaired surgically and the obstructive intima was removed. Hemodynamics was improved. The procedure was completed. Per the operator, resistance upon insertion of the esheath made intima rolled in.

Manufacturer narrative:
Correction to h6 based on additional information received. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The following instructions for use (IFU) were reviewed: sapien 3 japan em, edwards sapien 3 transcatheter heart valve with the edwards commander system device preparation manual, edwards sapien 3 transcatheter heart valve with the edwards commander system procedural training manual, and subclavian and transaxillary supplemental procedural manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for difficulty introducing esheath was unable to be confirmed due to no device or imagery being provided for evaluation. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, '14 fr esheath was inserted via left subclavian artery by cut-down. Although resistance was felt somewhat, insertion was smooth when transition over the sharp angle curvature at the subclavian artery near the peripheral vertebral artery. Delivery system was removed with sheath as a unit after the valve deployment, 1.5 cm square intima was found out of the vessel'. Per training manual, sharp angles can potentially lead to subclavian dissection. In this case, the vessel dissection likely occurred during sheath insertion when navigating through the curvature at sharp angle. As such, available information suggests that patient factor (sharp angles) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.